Event description:
During a remote follow up, oversensing due to noise resulting in pacing inhibition was observed on the device. Technical support was contacted and emi was suspected as the cause of the noise, additionally undersensing was also observed. Technical support recommended reprogramming to resolve the event. The device was reprogrammed as recommended. The patient was stable and will continue being monitored.